Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead, oversensing noted on current and stored electrogram (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.